Manufacturer narrative:
Console 2456 was powered on and the reported complaint was duplicated. The console alarmed error code 196 " pump initialized" the console was opened and checked for defects and damage. During a visual inspection of the mechanism, the cam belt had a small tear in it causing the io valves to operate poorly causing the ec 196. The belt was replaced and the console was reassembled. The unit was again tested and there were no alarms. Console 2456 passed all further testing.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console would not generate enough pressure to allow forward flow. He stated that to make it work, he clamped all the lines except the blood in line from the oxygenator. The console was used to complete the procedure with no patient complications. One of the manufacturer's field service engineers traveled to the facility to evaluate the console.